Manufacturer narrative:
The patient was transferred for surgical intervention. It was stated that the medical staff were not aware of any relevant patient medical history that may have made them more prone to a dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a dxterity diagnostic angiography catheter to treat a mildly tortuous, mildly calcified lesion exhibiting 100% chronic total occlusion in the right coronary artery (rca). There was no damage noted to the packaging. The device was removed from packaging as per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that a dissection occurred during the procedure. It was indicated that the curve of the device may have contributed to this event.